Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that the "tidal volume control" on a smiths medical pneupac ventilator parapac plus 300 "has a slight scratching sensation when rotating around in various positions, from min to max and vice versa." The issue was discovered in the reporter's workshop, so no patient was involved. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac ventilator parapac plus 300 was received for evaluation. A DHR review was completed and no issues were found. The returned unit passed all functional tests and the complaint allegation could not be confirmed. Pressure was applied to the top of the parapac plus to see if that would push down on the electrical chassis to duplicate the reported fault, but it did not. The upper case and electrical chassis was removed for further investigation. The tidal volume knob was able to turn its full range with no obstruction and the clear pipes coming from the rotary flow valve assembly could rotate and move freely. However, the piping will be replaced and routed so as to limit any friction against each other or any other component to be sure that it is not an intermittent fault. Based on the evidence and investigation, no fault could be found with the device.